Event description:
Event description guidant received information that this patient has initiated legal proceedings against guidant, in reference to the cardiac resyncronization device that he has implanted. There is no specific allegation against the device. The atrial lead was explanted due to a lead fracture.